Event description:
It was reported that when the programmer was used during an intervention, when the physician was doing the measurements, the screen w as blocked and parameters could not be modified. When the programmer was restarted, it "broke." The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the stylus was bent so connection between the stylus and touchscreen was not working properly. It was also noted that there was an error found in the error log and the right keyboard hinge was broken. (B)(4).